Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device. The patient stated that when they woke up, their blood glucose on the cgm was 304 mg/dl. They thought that was unusual and did not check a blood glucose finger stick and took the appropriate amount of insulin before they had breakfast. About two and a half hours later, they got to their work office and stated they were 'really in trouble' and was munching on glucose tables on their way to work. Before they could open their desk drawer to grab a bottle of liquid glucose, they passed out. The paramedics were called, however, no treatment information was provided or who called the ambulance. They stated after the paramedics arrived, their blood glucose was checked and it was sixty something points less that what the cgm was displaying. They called their doctor and informed them that they had a few more days left on the sensor and was advised by their doctor to replace the sensor, in which they did. At the time of the report, they stated they were doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.